Event description:
Drive devilbiss healthcare was notified of an incident involving a power wheelchair by the end user who stated she was getting off the power chair when the foot plate "snapped up" and cut her right shin. She received eight stitches at the ER. As part of the complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.